Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert indicative of possible early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. The device was replaced and is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert indicative of possible early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.